Manufacturer narrative:
Combination product: yes. The patient was hospitalized. Rv lead revision was done.

Event description:
The patient was diagnosed with lead dislodgement. The patient suffered from gradual deterioration of the stimulation threshold of the rv lead. A lead revision was done.